Event description:
A user facility technician reported a nurse received a shock when they unplugged a meridian hemodialysis machine from the electrical wall outlet. Attempts to obtain add'l info regarding this incident were unsuccessful.